Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Lcd display window look normal no rainbow effect noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No charge or battery anomaly were noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no unexpected no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rainbow effect on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.